Event description:
A surgeon reported a patient who experienced corneal edema and a decrease in vision 8 days postoperatively following an intraocular lens (iol) exchange. The exchange was due to a calculation error. Additional information requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).